Event description:
An issue was reported regarding a malfunction with the speaker and vibrate function of a pump. There was no reported impact to the customer¿s blood glucose level. The customer chose not to receive a callback, and no further action was taken.